Manufacturer narrative:
Date of event - estimated, implant date - estimated, explant date - estimated. The device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Attached article,:¿transcatheter edge-to-edge tricuspid repair for recurrence of valvular regurgitation after left ventricular assist device and tricuspid ring implantation.¿

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported through a research article; the mitraclip procedure was performed in a patient with a left ventricular assist device, and a previous rigid ring in the tricuspid valve as adjunctive bridge to heart transplantation. Two clips were implanted in the tricuspid valve, reducing tr. Approximately one month post clip implantation, the patient went in for a heart transplant and it was noted that one clip detached from the septal leaflet, and remained attached to the anterior leaflet (slda). Details are listed in the attached article, titled ¿transcatheter edge-to-edge tricuspid repair for recurrence of valvular regurgitation after left ventricular assist device and tricuspid ring implantation.¿ please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attached article,:¿transcatheter edge-to-edge tricuspid repair for recurrence of valvular regurgitation after left ventricular assist device and tricuspid ring implantation.¿

Manufacturer narrative:
The device was not returned. A review of the lot history record or similar incident reported could not be performed as lot number was not provided. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.